Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a kinetix guidewire. The shaft, middle shaft, and the remainder of the device were checked for damage. The tip was separated and not returned with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. A 185cm kinetix¿ guidewire was advanced to the target lesion. However, the device failed to cross the lesion and upon removal, the tip of the guidewire came off at the end of the sheath. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire tip detachment occurred. A 185cm kinetix guidewire was advanced to the target lesion. However, the device failed to cross the lesion and upon removal, the tip of the guidewire came off at the end of the sheath. No patient complications were reported and the patient was not harmed.